Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging an intermittent power issue with the pump. She denied that the pump had any damaged or was exposed to water. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): visual inspection revealed that the battery compartment and cap are intact. The battery cap tightens securely to the pump. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the pump history indicated that two reboots occurred, one on (B)(4) 2012 and another on (B)(4) 2012. The pump was exercised for 24 hours with no reboots duplicated. The complaint could not be duplicated during investigation.